Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the display went blank and cycled through the "fail" messages as though the unit rebooted. The motor did not stop or lose speed and everything registered correctly once the apparent reboot completed. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.